Manufacturer narrative:
(B)(4). Batch #: n54r2c: the analysis results found that the ntlc75 device was received with the anvil detached and with no reload present. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the damage to the device occurred, it is possible that the damaged was due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: please describe how the device was broken: during use. Was the firing knob broken: yes. Was the cartridge broken: no. Did any piece fall into the patient: no. Will the device and all pieces be returned for analysis: yes. If the broken pieces will not be returned, were they discarded: yes.

Event description:
It was reported that during a bariatric procedure, the device is broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2016. Photographic analysis: the picture shows an ntlc75 that has different batch numbers on the halves; anvil batch# n54r2c, and channel batch# n54u13, the anvil can be seen detached aside of the device. Based on the photo alone the damaged firing knob cannot be confirmed as the firing knob is not visible on any of the photos provided, however the event description is confirmed as some components were noted detached, unfortunately there is not enough evidence in the photo to determine root cause.